Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter twisted around and became locked on the wire. The physician carefully removed both the ivus catheter and the wire, and the procedure was completed using an alternative device. There were no patient complications reported.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter twisted around and became locked on the wire. The physician carefully removed both the ivus catheter and the wire, and the procedure was completed using an alternative device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath, the imaging window assembly, and the tip section. Microscope inspection found that the guidewire exit port was partially torn. The media returned by the customer was inspected and showed only partial images of the device, which do not provide evidence of the reported issue. Based on the evidence, the as reported code of catheter material twisted is confirmed. The kinks in the imaging window and tip section could contribute to device malfunction during the procedure. However, the kinks in the sheath and the partially torn guidewire exit port, found during visual inspection, likely did not contribute to the reported issues.